Event description:
Microscan rapid pos inculum broth was manufactured with an incorrect raw material, the resulting formulation has the potential for an adverse effect on performance. Routine qc organisms and clinical isolates have shown discrepant results when this product is used to inoculate microscan rapid fluorogenic gram positive mic/bp panels that are intended for the determination of antimicrobial susceptibility of gram-positive organisms. Microscan rapid pos inoculum broth, lots 050905a-1, 051005a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 are being voluntarily recalled by dade behring, inc.